Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 366 and 373 mg/dl. The customer's expected fasting blood glucose test result range is 97 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 04/05/2017, a back to back blood test was performed by the customer fasting and produced test results of 399 mg/dl using truemetrix meter and 385 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2017. The customer is testing four times a day (fasting). The customer has not made any recent changes in her diet, exercise regimen, and/or medication. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with these two results: 366 mg/dl on (B)(6) 2017 @ 10:35 pm and 373 mg/dl on (B)(6) 2017 @ 3:20 pm . The customer stated that the truemetrix meter is reading higher than her freestyle meter.